Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t stirrer motor was stucked. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.

Manufacturer narrative:
According to the service engineer, the root cause of the reported problem was that the stirrer motor had been poorly installed and badly adjusted at the time of the last activity leading the part to be stuck on a certain position.

Event description:
See initial.